Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately low results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call. The patient claimed that the meter was reading inaccurately at 4:12pm on (B)(6) 2017, when she obtained an alleged inaccurately low blood glucose result of ¿399 mg/dl¿. The patient manages her diabetes with insulin pump therapy. She reported that prior to obtaining the alleged inaccurate result, she had developed symptoms of ¿sick to her stomach, out of sorts, heart and chest hurt, headache, weakness, dehydrated and anxiety attack¿. She indicated that she called the emergency medical services (ems) and a blood glucose result of ¿660 mg/dl¿ was obtained on the ems meter at 4:30pm on (B)(6) 2017. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ accuracy criteria. The patient reported that she received an unspecified type and dose of insulin from a healthcare professional to treat her symptoms, also at 4:30pm on (B)(6) 2017. During troubleshooting, the cca noted that the patient had used an approved sample site to obtain the blood samples and she described the correct testing steps. The cca also documented that the test strip vial was not cracked or broken and the test strips were within expiry date and had been stored correctly. The patient confirmed that the meter was set to the correct unit of measure. She did not have control solution available to test the meter and test strips and the issue remained unresolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. In conclusion: although the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event prior to the start of the alleged inaccuracy with the meter, there is insufficient information to rule out the contribution of the subject meter to the event.